Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv115, lot lb7dkrn, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name of index surgical procedure? Was the patient¿s post-operative course changed due to the reported event? Will the device involved in the event be returned for evaluation? What is the patient current status?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke off. An intensifying screen was used to find the needle in order to retrieve it from the patient. There was an unknown delay of the procedure, the duration of anesthesia was increased. The current status of the patient is unknown. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one empty opened foil and a partially dispensed needle-suture of product was returned for analysis. During the visual inspection of the samples, the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no performance - breakage needle was found and the reported complaint could not be observed..